Manufacturer narrative:
Eval summary: the analysis results found that one el5ml device was returned for analysis. The device was noted to have the cam broken from the right side. No anomalies were found with the jaws. The device was tested for functionality; it was noted to be empty. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. An investigation has been initiated to determine the cause of this issue. The batch history records were reviewed with no anomalies noted during the mfg process.

Event description:
It was reported that during a gall bladder procedure, the clips would not advance. They used another like device. No pt consequence.